Event description:
This is an international report regarding a minicap extend life pd transfer set w/twist clamp which had the twist clamp broken. The transfer set was in use for four weeks before it broke. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Received one used set with original cap on dark blue connector and cap on patient connector. Visual inspection performed with the following issue noted: broken occluder feet. Clear passage test performed with no issues noted. Clamp function test performed with the following issue noted: broken occluder feet. Sample was confirmed for the reported problem.

Manufacturer narrative:
(B)(4). Additional information:the root cause of the broken occluder feet was undetermined.